Manufacturer narrative:
The hardware investigation has begun but it has not been completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. (B)(4).

Event description:
It was reported that a patient underwent an ablation procedure for atrial fibrillation with a stockert ep shuttle radiofrequency (rf) generator where rf energy was delivered without being initiated by the user. The generator did eventually stop ablating on its own. This happened one time during the case, and did not recur. After the unintended delivery of rf energy, the remote was used to control ablation for the rest of the procedure. No patient consequences were reported. The generator was in power control mode with standard cutoff values. Temperature, power and impedance values at the time of the event are unknown. When the impedance cutoff value was reached, the generator stopped ablation appropriately. The foot pedal was not stuck. Inadvertent ablation can lead to perforation, effusion or tamponade. Damage can also occur to intracardiac structures, possibly necessitating surgical intervention. Additionally, ablation of normal conducting structures can necessitate placement of a pacemaker. The severity of potential harm is high, and as a result, this event is MDR reportable.

Manufacturer narrative:
(B)(4). It was reported that a patient underwent an ablation procedure for atrial fibrillation with a stockert ep shuttle radiofrequency (rf) generator where rf energy was delivered without being initiated by the user. Repair follow-up was performed with the customer, but service was declined. The device was not shipped for service, and the complaint is unable to be confirmed.